Manufacturer narrative:
Exemption number e2016032. (B)(6). Name and address for importer site: (B)(6). Investigation is still in progress.

Event description:
Additional information received 26jul2017: diameter of the distal aorta measures 21-22 based on post-op imaging. Additional information provided 01aug2017 in regards to background info: the patient was involved in a motorcycle accident on (B)(6) 2016. The initial vascular surgery date was (B)(6) 2016 when physician implanted the cook graft in question into the descending aorta, covering the lsa.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: based on the imaging review it was not possible to determine whether the reported aortic occlusion was related to zenith alpha kinking or intraluminal thrombus formation. There was no imaging of the preimplantation thoracic aortic injury and arch, why the preimplantation descending thoracic aortic diameter cannot be determined. Based on the information it was not possible to determine the root cause oof the reported event. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us. Cook will reopen its investigation if further information is received. No evidence to suggest that the device was not manufactured according to specification. Recall was initiated as indication for use for btai has been removed from the product labeling. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A4) unknown as information was not provided. B3) unknown as information was not provided. F9) unknown as date of event is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Ae report contact is (B)(4) not (B)(4) as reported in g1. G5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: "a young patient who had a traumatic aortic injury that was treated with a thoracic evar. A few months later, resulted in a occlusion of the graft. While the patient was on vacation in (B)(6)­, the patient was flown to (B)(6) where there was further implantation of evar grafts." Patient outcome: the patient is now paraplegic.